Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50. Serial/lot: (B)(4). Description: infinion 16 lead kit 50 cm. Model: sc-3400-30. Serial/lot: (B)(4). Description: splitter 2x8 kit-sterile.

Event description:
It was reported that the patient experienced loss of therapy due to lead migration of 2 leads. Reprogramming was attempted and xray were taken. The leads were subsequently moved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50. Serial/lot: (B)(6). Description: infinion 16 lead kit 50 cm. Model: sc-3400-30. Serial/lot: (B)(6). Description: splitter 2x8 kit-sterile.

Event description:
It was reported that the patient experienced loss of therapy due to lead migration of 2 leads. Reprogramming was attempted and x-ray were taken. The leads were subsequently moved. Additional information was received that the leads have not been moved by the physician. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 18659335. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16800006. Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 20431418. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 20441565. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 20441565. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16716491. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 20339948.

Event description:
It was reported that the patient experienced loss of therapy due to lead migration of 2 leads. Reprogramming was attempted and x-ray were taken. The leads were subsequently moved. Additional information was received that the patient experienced lead migration and inadequate stimulation. The patient underwent a revision procedure and the entire spinal cord stimulator system was explanted. A new paddle lead and ipg were implanted. The patient was stable and doing well postoperatively.

Manufacturer narrative:
Based on all available information, the allegation of lead migration was confirmed by the doctor in the field. The returned ipg sc-1132, serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review was performed for all devices and it was found that the devices were used per the instructions for use (IFU) product label. The instructions for use (IFU) states lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The returned leads sc-2316-50, serial number (B)(6) were analyzed and found that the leads were cleanly cut. No anomalies were identified on the leads aside from the clean-cut. The damage to the leads is a result of a typical explant procedure, and it is not considered a failure. The returned splitters sc-3400-30 ,serial number (B)(6) were analyzed and found that the splitter was cleanly cut. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. The returned clik anchor sc-4316, lot number 20339948 was analyzed and revealed no anomalies. A review of the manufacturing documentation for the lead sc-2316-50, serial number (B)(6) revealed no anomalies or deviations related to the event occurred during manufacturing. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for the splitter sc-3400-30, serial number (B)(6) revealed no anomalies or deviations related to the event occurred during manufacturing. The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that the patient experienced loss of therapy due to lead migration of 2 leads. Reprogramming was attempted and xray were taken. The leads were subsequently moved. Additional information was received that the patient experienced lead migration and inadequate stimulation. The patient underwent a revision procedure and the entire spinal cord stimulator system was explanted. A new paddle lead and ipg were implanted. The patient was stable and doing well postoperatively.